Event description:
It was reported that the patient had back pain and 'leaks.' The patient reportedly had back surgery 3 years ago, but this back pain started 4-6 weeks prior to this report, causing pain in his leg and 'burning' in his back. It was noted that the pain in the back was the 'same location as before, not at implantable neurostimulator (ins) site.' It was stated that the patient was getting 'about 50%' relief and 'still leaked.' The patient's implant was reportedly not turned on for the first month after implant. It was stated that the implant was 'screwed up' for the first 2-3 months after implant. The patient status was unknown. If additional information is received, a supplemental report will be sent.

Manufacturer narrative:
Product ID 3093-28, lot# v734526, implanted: (B)(6) 2011, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).